Manufacturer narrative:
Investigation under (B)(4) is ongoing.

Event description:
The facility had stated that the lens became damaged as it was being implanted into the patient's eye. The lens was removed without patient injury.